Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 178mg/dl and 73mg/dl. No adverse event reported. Based on parkes error grid analysis, the bias between these two results is in zone b/c.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.